Event description:
A patient was admitted and taken to or for laparoscopic cholecystectomy. The patient was prepped. The esu cautery (bovie # 5) was set at a cut setting 50, and coagulation setting 35-40. The ground pad was placed on the left thigh. During the surgical procedure, the reusable cautery cord "popped" and melted into two pieces at the site where the cord meets the plug. This happened while the cautery was in use. The cord was removed from the or. A new reusable cord was utilized. No injury noted to the patient or staff.